Event description:
A low reading issue was reported with the adc device. Customer received a sensor scan result of 'lo' (reading less than 2.2 mmol/l) and experienced symptoms described as ¿creaky¿ and ¿wasn't hungry¿. Customer was seen at a hospital where a lab result reading of 24mmol/l was obtained, and the customer was treated with an unspecified infusion. Results of 2.1 mmol/l and 24 mmol/l were plotted on parkes error grid and fell into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error introduced by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. Watermark was not observed at the base of the sensor tail. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly) no issues were observed. Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. Customer received a sensor scan result of 'lo' (reading less than 2.2 mmol/l) and experienced symptoms described as ¿creaky¿ and ¿wasn't hungry¿. Customer was seen at a hospital where a lab result reading of 24mmol/l was obtained, and the customer was treated with an unspecified infusion. Results of 2.1 mmol/l and 24 mmol/l were plotted on parkes error grid and fell into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.